Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the customer had to go to the emergency room for high blood glucose. Customer's blood glucose reading was 515 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.